Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The file indicated that the consumer called back. Consumer did not want us to contact the surgeon. The consumer will discuss with the surgeon or get second opinion. No additional information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that after intraocular lens implantation surgery, the patient experienced severe glare. She stated that she was having cloudiness which is fluid and goes in/out. The patient previously had monovision naturally and the implant was done for her to read better but after the lens implantation also, she cannot read with her eyes. She has to get closer to the screen to read. The doctor stated that, lens was not in good position and the glare is horrible.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).